Event description:
Customer reported experiencing high blood glucose of 600 mg/dl. Customer stated he was unable to give himself a bolus. Walk through steps to give bolus and customer was able to treat with the insulin pump. Customer declined troubleshooting for high blood glucose. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.